Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4) .

Manufacturer narrative:
(B)(4). On an unreported date, the patient's fluid was clear and the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for peritonitis. On an unreported date, the patient began treatment for the peritonitis with vancomycin injection (2 grams, once, route of administration not reported) for peritonitis. The outcome of the peritonitis was unknown. No additional information is available at this time. This is report 3 of 3 involved in this event.